Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st150 set, an external fluid leak was observed. It was further noted a "fissure" was observed "in the left side" and the "line was damaged". There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. A pressure test was performed, leaks were detected. Visual inspection confirms that there are holes on the pump segments of the effluent and ppb. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.